Event description:
It was reported the device exhibited error 1270. There was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage. A record of error code 1270 was found in the event history log. Functional testing was unable to duplicate the reported problem; however, the issue was verified in the event history log. It was determined that the most probable cause was a defective battery. The device passed all functional testing. The service history review identified no indication that the complaint was related to a service of the device within the review period.